Event description:
It was reported that an application instrument for a sternal zipfix was found in the facility¿s sterile processing with a repair tag on it. No further details were available. This is report 1 of 1 (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one application instrument for sternal zipfix (part number 03.501.080, lot number 8707979) was received with the complaint that the device was found in sterile processing with a repair tag on it. The reported complaint was that the device was found in sterile processing with a repair tag on it. Since the device was found to function as intended and the specific circumstances regarding the tag and are unknown the root cause cannot be definitively determined. However, due to the functioning condition of the received device, it is most probable that the root cause is a result of the method of use and/or a misunderstanding. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.